Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device received with all operating currents within specification and passed self-test, a21 error test and displacement test. No unexpected low battery, battery out limit or failed battery test alarms noted during testing. However, device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Motor passed motor test. Device had minor scratched lcd window, cracked case at display window corners, broken reservoir tube lip, stripped battery cap coin slot. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons not responsive and motor error. The customer's blood glucose value was unknown. Customer states battery cap was worn and rejected new batteries. Customer also reports insulin pump had unexplained no delivery alerts. The insulin pump will not be returned for analysis.